Event description:
A healthcare facility reported to our distributor that the mask seal on an rt040m full face mask detached from the mask base and that the "glue did not keep". The mask had been used by a patient for less than 24 hours and who was on bipap without heat application. No patient consequence was reported.

Manufacturer narrative:
The rt040 mask has only recently been returned. We are at present carrying out a thorough investigation of the event. We will provide a follow-up report as soon as investigation results are available.